Manufacturer narrative:
The device was returned due to the 25mm amplatzer pfo occluder embolizing in the abdominal aorta. The investigation confirmed the device met all functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, 25mm amplatzer pfo occluder was implanted using fluoroscopy and echo guidance. A push-pull was performed, and the device was then released; however, a large left to right shunt was noted immediately. Per report, within a minute the device embolized to the lv where it remained in a stable position for approximately 10 minutes before the device spontaneously embolized to the abdominal aorta. A 12fr arterial sheath was inserted in the left femoral artery and the device was pulled into the sheath using gooseneck snare successfully without consequences.

Event description:
On (B)(6) 2017, 25mm amplatzer pfo occluder was implanted using fluoroscopy and echo guidance. A push-pull was performed, and the device was then released; however, a large left to right shunt was noted immediately. Per report, within a minute the device embolized to the left ventricle where it remained in a stable position for approximately 10 minutes before the device spontaneously embolized to the abdominal aorta. A 12f arterial sheath was inserted in the left femoral artery and the device was pulled into the sheath using a gooseneck snare successfully without consequences. Another device was not implanted and the case was aborted. Patient information was not provided for this event.